Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to a missing lot number. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the IFU for instruments and cases identified under warnings, precautions andresidual risks that any decision not to remove broken or fragmented instruments, or a broken drill or drill fragments, is at the surgeon¿s discretion and must take into account the associated risk. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the drill broke within the femur during the procedure. The surgeon was unable to remove the broken fragment without risking damage to the bone. A postoperative x-ray was performed, and no concerns were identified. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2: foreign united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.